Manufacturer narrative:
Philips service performed database recreation remotely, restoring full system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that free disk space was too low, and the image store was recreated remotely on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.